Event description:
Laparoscopic surgery on average gall bladder with no large stones. Although the surgeon expected an easy extraction of specimen, after minimal effort to extract bagged specimen, the bag ruptured at distal point of bag. Doctor said "it burst like a balloon"